Event description:
A malfunction was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, and the malfunction code did not recur afterward, allowing the customer to continue using the pump.